Event description:
It was reported that device had advanced battery depletion when patient presented for follow-up. The device was explanted.

Manufacturer narrative:
Narrative: analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that device had advanced battery depletion when patient presented for follow-up. The device was explanted.

Manufacturer narrative:
(B)(4).